Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the procedure, the iliac vein was dissected with the agilis 13f sheath and non-abbott guidewire (boston scientific versacross). The patient had abdominal exploratory surgery to fix the bleed. The guidewire placement in the svc was not checked before introducing the sheath over the wire, which the physician alleges was the cause of the dissection.